Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - staples not firing" was not confirmed based upon the sample received. The stapler was returned with no staples remaining in the cover block. For this reason, functional testing could not be performed and the reported complaint could not be confirmed. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported". The patient status is reported as "fine".